Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm was 6.4 cm in diameter. Proximal neck was 24 mm in diameter and 23 mm in length. Right iliac artery was 17 mm in diameter and left iliac artery was 19 mm in diameter. Right femoral artery was 17 mm in diameter and left femoral artery was 19 mm in diameter. Common iliac arteries are ecstatic. The devices were successfully implanted. It was reported that several months after the initial implant, a type proximal type I endoleak was discovered. A 32x32 cuff was placed and resolved the endoleak. No additional clinical sequelae were reported and the patient is fine. A review of several returned pre-implant 3d images showed a long neck, with moderate angulation.

Manufacturer narrative:
Evaluation, method: (film evaluation), evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown), evaluation, conclusions: (cause of event is unknown).